Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery the t1 and t2 of the fast fix device deployed at the same time. Delay greater than 30 minutes was reported. The t's were removed from the patient's anatomy. Smith and nephew back-up device was available to complete the surgery. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: d9: updated, device received. H3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an repeat event. A review of the instructions for use found: read these instructions completely prior to use. Delivery instrumentation is required for proper placement of the implants for optimal surgical result. Slide the gold trigger forward to advance the second implant (t2) into the ready position. It is normal to encounter resistance prior to achieving the ready position. A snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned with the blue split cannula and appears to have the anchors attached. Once the blue split cannula was removed it was shown that both the t1 and t2 anchors were attached to the device. The needle has been twisted from manufacturer position. A functional evaluation revealed the t1 anchor could be deployed from applying pressure behind anchor. The actuator could then be applied which put t2 in the pre-deployment position. T2 could then be deployed from applying pressure behind the anchor. The device functioned as intended. A review of the first customer provided image confirms the batch number and product number. The first image reveals the t1 anchor detached from the device. A second image reveals the t1 anchor attached to the device. The second image also confirms the batch number and product number. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. No containment or corrective actions are recommended at this time.